Manufacturer narrative:
Additional information: d9, h3, h6, h10 h10: the device was received for evaluation. During functional testing, the reported problem "keyboard is broken" was reproduced as the "up" key does not work. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was a faulty keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's keyboard was broken found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.